Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the patient's onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2014 between 1-2 pm et. The reporter stated that when the patient tested her blood glucose on the subject meter, the "high glucose above 600 mg/dl" message was displayed, compared to feelings/normal results. The patient manages her diabetes with oral medications with diet and/or exercise. The reporter confirmed that the patient did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "sweating and nausea" approximately 1 week after the alleged inaccuracy. The reporter stated that the patient was hospitalised and treated with insulin on approximately (B)(6) 2014 (time not provided). The reporter stated that the patient's blood glucose was tested with a laboratory device on approximately (B)(6) 2014 (time not provided); however the result is unknown. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the test strips had not expired or been open for longer than the discard date. The csr performed walk-through control solution test and noted that the result was out of range of the test strip control solution range. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the reporter claimed that the patient developed the symptom of "sweating" after the alleged inaccuracy began. This symptom does meet lifescan¿s criteria for a serious injury. Additionally, the reporter stated that the patient was hospitalised and received hcp treatment after the alleged inaccuracy began.